Manufacturer narrative:
Reason for reoperation is capsular contracture baker grade unknown. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. The device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a.2, b.3, b.5, b.6, d1, d4, d6, d7, g.1, g.3, h.4, h.6.

Event description:
Additionally, ""irregularity in the medial face" and "discomfort" reported. The device has been explanted.